Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia followed by hypoglycemia while using an ilet system with a 23 inch, 6 mm infusion set; there were no alarms, no reported leaks, and the user had changed the infusion set earlier that day, with troubleshooting focused on verifying the line for bends or kinks. Symptoms included elevated glucose to 223 mg/dl for a few hours, followed by low glucose, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-recovery to normal glucose range without back-up therapy, medical intervention, or assistance. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device alarms or confirmed hardware faults, and no confirmed infusion set failure, with cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.